Event description:
It was reported that the patient had a "spinal tumor protruding out of my spine at the catheter site." The hcp had discussed inflammatory mass as a possibility this was being checked into by the primary care hcp. The patient was uncertain when this started or if there were any symptoms as "I already had numbness in my legs, so it is had to tell if this is anything new. The only symptom the patient was sure of was the protrusion on their spine. This was noted to originally being soft; was not becoming harder and harder over time." Final patient outcome was not reported.